Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error and pump error 35. Customer did not recall blood glucose at the time of incident. The alarm happened after being in the pool. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.